Event description:
A health care provider reported that during a refill appointment on (B)(6) 2017, the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. It was reported that the patient experienced increased pain, and the pump was later explanted on (B)(6) 2017.

Manufacturer narrative:
Internal complaint number: complaint (B)(4).